Event description:
It was reported previously that this system exhibited noisy signals from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and reviewed remote device data which confirmed the noisy signals were not over-sensed. Additionally, high, out-of-range shock impedance measurements ( greater than 126 ohms) was observed from the rv lead. The physician indicated that diagnostic imaging and provocative maneuvers were already performed, both of which had normal results. Ts recommended close remote follow-ups to monitor rv lead performance. The rv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).